Event description:
During deployment of the ipsilateral iliac leg graft into the limb of the main body, there was a technical error that resulted in an early deployment of the ipsilateral limb with a second extension utilized to bridge the two devices together. In order to promote the correct stent overlap as it should be, an iliac leg graft was telescoped up inside the iliac leg graft to the height of the overlap with the iliac leg extension. Internal iliac artery was occluded as a result of the early deployment.